Manufacturer narrative:
1/13/97- supplemental report # 1 sent to FDA.

Event description:
The device was applied during a laparoscopically assisted vaginal hysterectomy procedure. Reportedly, the instrument jammed during firing. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.